Event description:
The explanted generator was received for analysis. Analysis of the generator was completed on 02/24/2015. The generator performed according to functional specifications . During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Clinic notes were received for the vns patient¿s office visits with her neurologist. On (B)(6) 2014, the patient reported that she was unable to perceive stimulation from her device and was experiencing voice alterations. The patient¿s device showed normal device function at the time and the patient¿s device output current was increased from 1.5ma to 1.75ma. It was noted that the patient was averaging one seizure per month that would last up to a minute in duration. The patient¿s seizures were triggered by illness or menses. On (B)(6) 2014, the patient reported that she had been experiencing in increase in simple partial seizures. It was noted that the patient had not experienced any complex partial or secondary generalized seizures since vns. The patient was no longer experiencing voice alteration and was not under a significant amount of stress. The patient¿s device did not show a near end of service condition but the patient was referred for replacement surgery. No known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history showed approximately 1.9 years until neos = yes.